Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump alarmed motor error during basic occlusion test due to loose /protruded drive support disk. Unable to confirm compromised force sensor system alarms or perform prime/compromised force sensor system test due to motor error alarms. Insulin pump received with cracked case at the display window corner, minors scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm and device re-set after prime during infusion set change. Customer's blood glucose was unknown. Customer reported the insulin was squirting out during manual prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.